Event description:
Subsequent to the initial filed report, the following additional information was received: during the attempt to position the unspecified sized xience v rx, reportedly the second stent delivery system, a local vasospasm accompanied the reported bradycardia and hypotension; these effects occurred during introduction of the unspecified xience stent delivery system, the second system, and not the 3.0x28 xience, as previously reported. The 3.0x28 xience stent implant stent strut was reportedly damaged during removal of both stent delivery systems at the same time inside the guiding catheter, as resistance was felt during removal of both devices. The patient was stabilized via intravenous administration of adrenaline and vigorous hydration. A 3.0x33 xience v rx was introduced and the unspecified xience stent was re-inserted; both were advanced and deployed, treating the target lesion. While a delay was reported, it was not considered clinically significant. No additional information was provided.

Event description:
It was reported that during the procedure at the bifurcation of the proximal third portion of the mildly tortuous left anterior descending artery and the diagonal branch with heavy stenosis, a 3.0x28 xience v rx and an unspecified xience v rx stent delivery system were both advanced toward a 90% stenosed, mildly calcified, concentric lesion. During the attempted kissing stent technique, the patient developed hypotension, bradycardia, and a local vasospasm occurred, which necessitated removal of both the 3.0x28 xience rx stent and an unspecified xience v rx stent implant to improve coronary blood flow. Resistance was felt during removal of both devices, and it was noted that the distal stent strut of the 3.0x28 xience became flared. The patient was stabilized via intravenous administration of adrenaline and vigorous hydration. While a delay was reported, it was not considered clinically significant. A 3.0x33 xience stent was deployed successfully. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). Re-insertion. As the stent itself was returned for evaluation, the reported stent damage was confirmed. However, resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection, functional testing, and dimensional measurements, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The unspecified xience mentioned is being filed under a separate MFR number.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - re-insertion. The 3.0x28 xience v rx mentioned is being filed under a separate MFR number. The device is not returning. As the lot number was not provided, a review of the device history record cannot be performed. A follow up will be submitted with all additional relevant information.